Event description:
A temperature alarm was reported by the customer. There was no reported information regarding the impact on the customer's blood glucose level. Attempts to resume insulin after clearing the alarm were unsuccessful, and a replacement pump was not provided as it was out of warranty.